Event description:
This pt was taken to surgery for repair of right rotator cuff. While the surgeon was vaporizing tissue with the mitek wand, the tip broke off. The fragment was easily retrieved without any injury to the pt. It was noted that this was a disposable device which had never been used on any other pt.